Event description:
It was reported that during removal of the protective sheath from the 4.0x23mm xience xpedition stent delivery system, without resistance, the stent was found on the stylet and remained partially in the sheath. The device was set aside and not used. There was no patient involvement.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed one other similar incident reported for stent dislodgement prior to use from this lot. Based on the reviewed information, no product deficiency was identified.